Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The unit was unable to operate on internal dc power and shuts down when the ac power is removed. An internal inspection of the device was conducted and the unit was confirmed to have a faulty battery cell that is unable to charge. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device does not alarm when unplugged, and only alarms when plugged in. No consequences or impact to patient was reported.

Manufacturer narrative:
Corrected data: occupation was updated from "biomedical engineer" to "non-healthcare professional".

Event description:
The customer reported the device does not alarm when unplugged, and only alarms when plugged in. No consequences or impact to patient was reported.